Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y procedure, after loading and cycling the handle, the jaws of the staple loads were somewhat open still even when the tech pulled back on the black handle to close the jaws. It was difficult to fire a couple of reloads. The surgeon opened up new reloads and successfully fired those on the handle. There was no patient injury.